Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that noise was oversensed on the right ventricular (rv) pace/sense and shock channels of this cardiac resynchronization therapy defibrillator (crt-d). During this episode pacing inhibition greater than 2 seconds was noted. A possible cause was thought to be a shoulder surgery from last year. This was not a minute ventilation issue. Another more recent noise episode was also observed, where the noise was not intrinsic and could not be explained. Boston scientific technical services (ts) suggested checking the right atrial (ra) lead programming, if there was no ra lead implanted. No adverse patient effects were reported.